Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syr abg preset 3(1.6) 22x1.25 eclipse ce leaked blood. The following information was provided by the initial reporter: "during using an abg syringe, blood overflowed from its upper edge. No damage was seen."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/2/2020. H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for blood leakage with the incident lot was observed. Evaluation of the customer samples was performed and blood leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that a syr abg preset 3(1.6) 22x1.25 eclipse ce leaked blood. The following information was provided by the initial reporter: "during using an abg syringe, blood overflowed from its upper edge. No damage was seen."